Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was symmastia. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "symmastia". Device has been explanted.

Event description:
Healthcare professional reported left side "symmastia". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight of the device is within specification, crease fold, deformation and observed 40 mm dark patch edge material inside gel device. Cloudiness in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.